Event description:
Subsequent information indicated that the patient was seen for a revision procedure where the device was explanted and the lv lead was surgically abandoned. It was also reported that the lv lead had displayed high thresholds. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Event description:
Boston scientific received information from a local health care provider that this left ventricular lead displayed high, out of range pace impedance measurements. The local health care provider inquired as to when trend windows in the device were complete as they could not see the most recent impedance value in the device. Boston scientific technical services discussed that the trend window had not ended yet, so the value was not available to review. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.